Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) re-seated everything and reloaded the software with no resolution. After troubleshooting the issue the stm found that it seemed to be related to video. He replaced the video generator board and the power interface board and tested the system thoroughly without any issues. All functional and safety checks were complete and passed to factory specifications. Returned to clinical service upon completion.

Event description:
During routine preventive maintenance by a company service territory manager (stm), the stm found that the intra-aortic balloon pump (iabp) would not always boot to the user interface, leaving a blank screen and then going into a constant alarm. The logs showed an error #101 and electrical fault #13 when this would occur. More often on the battery power but occasionally on ac power also. No patient involved. No adverse event reported.